Event description:
It was reported that the ilet touchscreen on a replacement device was cracked while remaining functional, with no alarms or alerts, and the device component involved was the touchscreen; the medical device problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed stress-related damage consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.